Event description:
The pt experienced pain and swelling. Revision surgery revealed polyethylene delamination of the tibial insert on the medial side and decomposition of lateral side. The tibial baseplate was also removed at this time.

Manufacturer narrative:
Info has been provided as requested. Section f1-f14 has been completed by the MFR. Info has been requested from the user facility. If info is received, a supplemental report will be submitted.